Manufacturer narrative:
Age at time of event: 18 years and above. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the coil was broken. The target lesion was located in the mildly tortuous internal iliac artery. A 6mm x 6.5mm vortx - 18 was selected for use. During the procedure, it was noted that the tip of device was broken before it was placed. The procedure was completed with another of the same device. No patient complications were reported and patient's status was good.